Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-45 lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the patient was in ventricular tachycardia (vt) and the discriminators of the implantable cardioverter defibrillator (ICD) inappropriately withheld therapy. The episodes terminated spontaneously. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.